Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was an attempted implant. The lead was not used due to perforation of the patient's heart during the procedure.